Event description:
Acct. Reports stopcock leaks. State it appears to happen when they attach the stopcock set to an angicath or spinal needle. Seems that the pressure causes the stopcock to leak. No medical intervention required for pt per account.

Manufacturer narrative:
The mfg facility was furnished with samples and as a result the following assembly changes are being reviewed: the stopcock supplier was changed; the method of applying the solvent is to be changed to accommodate a greater 45 psi of water pressure instead of 8 psi before leaving the mfg plant.